Manufacturer narrative:
.

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. No patient symptoms were reported. Review of the episode revealed potential myopotential oversensing. Programming changes were recommended.